Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cardiac arrhythmia, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history record for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B )(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that the patient experienced cardiac arrhythmia on (B)(6) 2021. On (B)(6) 2021 the patient was admitted for increasing weight, leg edema, dyspnea despite home increases to diuretics diuresed with intravenous lasix drip (40mg/hr) then transitioned to home oral bumex spironolactone increased from home dose 37.5 mg to 25mg twice a day. Additionally, the patient received a single shock received secondary to combined nsvt (non-sustained ventricular tachycardia) and sustained vt (ventricular tachycardia). Ep (electrophysiology) was consulted and the patient underwent av (atrioventricular) node ablation on (B)(6) 2021 and briefly loaded with digoxin prior to av node ablation. Patient treatment overall included ablation, changes to medication and defibrillation. On (B)(6) 2021 patient discharged home. It was reported that the patient was scared. The arrhythmia did not result in clinical compromise, however the arrhythmia did not exist prior to the vad.